Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging in the battery tube connector to the interface board. No other battery alarms could be verified due to the failed battery test alarm. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It is reported that a customer received a battery out alarm on their insulin pump. The patient's blood glucose level was at 101 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting the device and had put several new batteries but the issue did not resolve. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump will be shipped to the customer. No further information was provided